Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Customer not returning. Product not received at investigation site. No lot number provided. This MDR report is a late submission.

Event description:
In this event it is reported that ahpbioseal- ah plus bioceramic sealer starter kit - that was used in treatment it was found after the patient returned there was no sealer and there were short fills. Patient was retreated. No injury occurred.